Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 47. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.